Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via a phone call, the insulin pump had alarmed software error and the customer was unable to clear the alarm. Customer's blood glucose was provided as normal, no medical treatment required. The insulin pump is returning for analysis.